Event description:
It was reported the ipg was unable to communicate with external devices. The pt was to meet with the physician. Follow-up identified a communication error was displayed with the pt programmer. A replacement programmer was sent. Further follow-up revealed surgical intervention may take place at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.